Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2013. According to the complainant, fluid loss alarms occurred during the procedure. The perforation was confirmed by the physician via laparoscopy. The procedure was aborted. The patient was reported to be "fine" at the conclusion of the procedure.

Manufacturer narrative:
Correspondence with the clinician confirmed the perforation was caused by the hagar dilator and not the genesys hta procedure set. Therefore, this event is not MDR reportable.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2013. According to the complainant, fluid loss alarms occurred during the procedure. The perforation was confirmed by the physician via laparoscopy. The procedure was aborted. The patient was reported to be "fine" at the conclusion of the procedure.